Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via forum that the pump had a no delivery alarm. The blood glucose at the time of the incident was 344 mg/dl. Mother states the no delivery is reoccurring and they have tried multiple sets and pump. Troubleshooting was not performed. The device will not be returned for analysis.